Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the trapezoid basket was tested and no issues were observed. However, on the third time the basket was used inside the patient, it failed to open and close. The physician managed to release the stone from the basket. The basket was removed and inspected. The handle was able to be actuated freely but the basket did not open or close. The procedure was aborted and the patient was scheduled for spyglass to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. During preparation, the trapezoid basket was tested and no issues were observed. An alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a stone. However, on the third attempt inside the patient, the handle cannula broke. The physician managed to wiggle the stone out of the basket. The basket was removed and inspected. The handle was able to be actuated freely but the basket did not open or close. The procedure was aborted and the patient was scheduled for spyglass to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2: additional information: block b5, block h6 device codes, block h10. Block h6: device code a0401 captures the reportable event of handle cannula broken. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the basket was extended and the tip was intact. The handle cannula was found detached from the handle. Device was disassembled in order to inspect the handle cannula and screw marks were noted. The distal screw and proximal screw depth were measured and found within specification. No other issues were noted. The reported event was confirmed. Based on all available information, it is most likely that user manipulation during the actuation of the device and/or some technique applied that provided an extra tension to the device caused the detachment of the handle cannula from the handle. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of handle cannula broken. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned." Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the trapezoid basket was tested and no issues were observed. However, on the third time the basket was used inside the patient, it failed to open and close. The physician managed to release the stone from the basket. The basket was removed and inspected. The handle was able to be actuated freely but the basket did not open or close. The procedure was aborted and the patient was scheduled for spyglass to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 11, 2022: an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a stone. When the trapezoid basket was removed from the patient, the device was inspected and found the handle cannula was broken.